Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he experienced a pump stoppage when he was changing over from battery power to ac power. The system controller was exchanged by his family members. The patient was brought to the clinic and his history screen showed "system battery cell low", then "low voltage advisory" before the pump stop alarm. The patient remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.